Event description:
Additional information was received that the event was resolved by reprogramming.

Event description:
During an in clinic follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Additionally, pacemaker mediated tachycardia (pmt) was detected. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.